Event description:
The customer returned the colonovideoscope to the service center for the evaluation related to separate issue. During the device analysis, service center identified the device had white residue in the air/water cylinder and channel. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.